Event description:
It was reported that a pt was in a radiant warmer with temperature sensor on abdomen. The pt was placed on left side, putting sensor out of the direct path of radiant energy. The pt's right ear and shoulder became noticeably reddened. The operator's manual warns that the sensor must be directly in the path of radiant energy.